Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the health care professional (hcp) requested technical services (ts) to review atrial tachy response (atr) episodes stored on this pacemaker system. The hcp noted there to be an right ventricular automatic threshold (rvat) test that appeared to have suddenly stopped and inquired as to why that was the case. Ts reviewed the stored episodes and noted that the rvat test stopped due to device was mode switching. Further review of the episodes showed that this pacemaker exhibited atrial undersensing. Ts discussed programming optimization options with the hcp. At this time, this pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported.